Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The primary analysis finding noted the lead distal end/electrodes had cosmetic (extrinsic) sleeve head with foreign material. The lead was returned with the foreign material stated in the event contained in a small plastic bag. The foreign material was not on the helix when the lead was returned. The helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was tested before insertion. It was confirmed that some whitish foreign matter was attached to the helix. Steroid was considered but there was possibility of other substance than steroid. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.